Event description:
Information received by medtronic indicated system request password reset every week and password expiration reported to medtronic minimed that the customer experienced software error. Troubleshooting was performed and was unable to resolve the hence, issue escalated and no harm requiring medical intervention was reported. The device connected will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. Issue was confirmed by log analysis. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: is the user still having this issue? I can see they have not had a failed login for some time. Most likely a due to user error. No logs or evidence of a carelink fault or error found. Mdt rep and helpline reported that the issue had no occurred again and seemed resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.